Manufacturer narrative:
One pump was received for evaluation. Physical inspection of the pump found it to be in good physical condition. Review of the event history log show indicates one 20ml bolus test prior to pump's return to smiths medical. Functional testing to detect for delivery accuracy found the pump to be delivering within specification. The reported complaint was not confirmed. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Event description:
Information was received that a smiths medical cadd legacy mdl, 6500 is over-delivering. No further information available. No patient injury resulted.